Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the left side body suddenly started shaking today. Patient increased stimulation and while on the phone patient stated their hand started shaking. While on the phone, patient felt electricity in their head but that had gone away and patient reported that it was comfortable. Patient also reported that they had a headache for three days and went to a chiropractor who adjusted the patient's neck and since then this happened. No further patient complications were reported/ anticipated as a result of this event